Event description:
During a vaginal hysteroscopy for endometrial ablation, the pt received a vaginal burn that measured approx the size of a quarter at the mucosa and another internally that may have been the same size. The pt was treated with silvadene ointment and xylocaine jelly. A plastic surgeon was consulted and stated plastic surgery is likely.